Manufacturer narrative:
The device history record for lot z2458724b was reviewed and the product was produced according to product specifications. The actual complaint product was not returned for evaluation. Root cause could not be determined. All information reasonably known as of 27 mar 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
Additional information received for d1, d4, g5. The investigation remains in progress. All information reasonably known as of 11 mar 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
User facility medical device report (B)(4) attached. The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is in-progress. All information reasonably known as of 20 jan 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
FDA medwatch / FDA user facility report # (B)(4) received on 06-jan-2020, and the following information was provided: "patient had small bore nasogastric tube placed to left nare on (B)(6) 2019 by md placement was confirmed by x-ray after rn attempted to secure nasogastric tube with corgrip ng [nasogastric] tube feeding tube retention system and remove umbilical tape, rn noticed that the magnet was not attached to the tape the md was notified, studies ordered i.e. CT [computerized tomography scan] brain, abdomen and chest with findings of '0.5cm metallic foreign body in the right sinonasel cavity' order placed for ent consult, unsuccessful attempt to remove magnet in the ICU due to exam being limited by patient agitation and movement he was taken to or on (B)(6) 2019 for nasal endoscopy with removal of nasal foreign body with the white magnetic foreign body being removed from the right sphenoid sinus ostia without complication. Patient remains recovering in the hospital post bilateral femoral endarterectomy and aortobifemoral bypass he is tolerating tube feedings."